Event description:
It was reported that a post market clinical study pt underwent an x-stop procedure at level l4/l5. An immediate post procedure x-ray showed the device to be well positioned. Two-week post procedure films were obtained and the physician stated that "the device had migrated dorsally". At six-weeks post procedure, films were obtained and revealed no change from the films obtained at two weeks. The pt remained asymptomatic and a 3 month standard of care f/u visit was planned. No add'l info was reported.

Manufacturer narrative:
Method: device was not returned; f/u with company rep.